Event description:
The tech was preparing for weekly qc by attempting to remove collimator for test. She thought that the collimator was properly locked on the head but when she removed the server the collimator dropped from the head to the floor.